Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented for post-operation checkup, high lead impedance was noted. An rvc - can egm was observed on the programmer during isometrics and there was no noise noted on the new lead. Pocket manipulation was attempted and no noise noted on the egm. A chest x-ray was obtained and it showed no obvious issue. It was also observed that the device recorded high voltage lead impedance in excess of 200o on two different implanted rv leads. As such, the physician decided to explant the device. During explant, two test shocks were delivered and high voltage impedance was observed. It was noted that the patient's chest did not jump with either shock and it did not appear on the egm that a shock was delivered. The rv lead was left implanted and the device was explanted and replaced. The patient was stable at all times before, during and after the procedure.